Event description:
It was reported that during device change out, x-ray was done and externalized conductors were observed. Lead was capped and replaced. The patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.